Manufacturer narrative:
Manufacturer reference number: (B)(4). Since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter, a laparoscopic cholecystectomy procedure was performed on the patient who had laparoscopic surgery 2 years ago. During the procedure, black foreign material was found below the skin of umbilical region. The foreign part seemed to be a part of fixture or outer cannula of blunt port plus used during the previous surgery.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of three photographs of the device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation, and an evaluation of the photographs. Visual inspection of the photographs noted a black plastic component and what appears to be a scrape or slice removed at the distal end of the cannula. Engineering could not determine the origin of the plastic piece since the device was not received. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested due to the stretched envelope seal. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Since the product was not received, the file will be closed as a cannot be reliably determined. Should new information become available, the file will be re-opened and reassessed at that time.